Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual evaluation of the returned device revealed that the sewing cuff appeared discolored showing evidence of blood contact. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both leaflets were received in the closed position. A blue actuator was used to test leaflet movement, the leaflets appeared to move easily. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms seemed to be intact. The valve was rinsed under tap water and verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring was removed from the orifice. The serial number was verified to be 1060393 updated d9 updated h3 updated h6: fdm, fdr <(>&<)> fdc codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 24mm mitral mechanical valve, it was explanted and replaced with a 25mm mechanical valve of another manufacturers. The reason for the replacement was reported as one leaflet was stuck. It was also reported that leaflet motion was tested with the blue actuator but the valve was not rotated within the annulus to obtain appropriate leaflet motion. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h6: fdm code added. Fdr <(>&<)> fdc codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.